Manufacturer narrative:
H3 - device evaluated by mfg ¿ updated due to the automated manufacturing execution system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the distal end of the stent was received in a deployed condition. The proximal end of the stent was loaded on the stent delivery wire (sdw) within the introducer sheath. The stent was broken/fractured. All 3 marker bands were present on both ends of the stent. The sdw was noted to be intact. The introducer sheath distal tip showed signs of crush damage. The functional inspection was unable to be performed as the stent was returned in a deployed state. The reported event stent failed/unable to deploy', stent partial deployment' and 'nv - stent difficult/unable to advance or pullback through catheter' could not be replicated. However, the analysis results are consistent with the reported event. The reported event ¿stent deformed' and 'nv - stent broken/fractured during use' were confirmed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that the device was prepared for use as per the dfu. The packaging and device were confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure and the patients anatomy was described as 'moderately tortuous'. It was reported that 'the physician selected a microcatheter and delivered it to the target location. Subsequently, a stent was chosen for delivery. After the distal end of the stent was deployed, it could not be further advanced. The physician then withdrew the entire system out of the body, cut off the distal end of the stent, and re-delivered the system to the target location. However, the deployment attempt was still unsatisfactory. The system was withdrawn again as a whole, and the stent was pulled out from the microcatheter on the table, after which the stent was found to be damaged'. In the good faith effort (gfe) follow-up replies, the user restated that the tip of the stent was partially deployed and that there was resistance/friction noted when advancing the stent inside the microcatheter lumen. The stent was returned for analysis in 2 separate pieces. The distal stent fragment was deployed, and the remainder of the stent was still loaded (retracted) inside the distal section of the introducer sheath. In addition to being broken/fragmented, the stent was also severely deformed. The introducer sheath was returned, and the distal tip opening was deformed (crush damage). The stent delivery wire (sdw) was also returned and was undamaged. Note: excelsior sl-10 and xt-17 are the recommended microcatheters to use when delivering a neuroform atlas stent, because the internal hub profile of both these microcatheters are an exact match for the external profile of the distal tip of the atlas introducer sheath. This is not the case for echelon-10. Precise placement of the introducer sheath is critical when using an echelon-10 microcatheter (mc). Based on the fact that the stent was advanced to the distal end of the microcatheter before any issues were initially reported by the user, it is likely that the introducer sheath was correctly positioned inside the echelon-10 microcatheter hub. This suggests that initial stent transfer was successful. By the time the stent had been advanced to the distal end of the microcatheter, the introducer sheath would have been removed off the sdw. Upon encountering the stent deployment issue, the user appears to have loaded the introducer sheath back on the sdw and then retracted the stent back inside the sheath. The user then states in the event description that they intentionally cut the distal end off the stent before attempting to advance the stent back as far as the target location. This would most likely have resulted in significant resistance being encountered as the stent was transferred and advanced. After another unsuccessful attempt to deploy the stent, it was removed from the patient along with the microcatheter. Although the user states that the stent was pulled out of the microcatheter onto the table, the returned device does not match this description. The distal section of the stent was deployed but the bulk of the stent was present inside the introducer sheath. The distal tip of the sheath was damaged. This is likely to have occurred when the stent was being reloaded back into the sheath. An assignable cause of procedural factors has been assigned to the reported event stent failed/unable to deploy', stent partial deployment' , 'nv - stent difficult/unable to advance or pullback through catheter' and ¿stent deformed' and to the analyzed event stent deformed¿, ¿and ¿stent introducer sheath distal tip damaged¿ as this complaint appears to be associated with a product that met the manufacturers design and manufacturing specifications, but performance was limited due to procedural factors during stent advancement/deployment. The only exception is the as reported event and as analyzed event ¿stent broken/fractured during use'. This damage was intentional as explained in the event description. Therefore, this will be assigned an assignable cause of 'user error'.

Event description:
It was reported that during the procedure, after the distal end of the subject stent was deployed, it could not be further advanced. The physician then withdrew the entire system out of the body, cut off the distal end of the subject stent, and re-delivered the system to the target location. However, the deployment attempt was still unsatisfactory. The system was withdrawn again as a whole, and the subject stent was pulled out from the microcatheter on the table, after which the stent was found to be broken and kinked. The stent was replaced, and the procedure was completed successfully with no clinical consequences to the patient.

Event description:
It was reported that during the procedure, after the distal end of the subject stent was deployed, it could not be further advanced. The physician then withdrew the entire system out of the body, cut off the distal end of the subject stent, and re-delivered the system to the target location. However, the deployment attempt was still unsatisfactory. The system was withdrawn again as a whole, and the subject stent was pulled out from the microcatheter on the table, after which the stent was found to be broken and kinked. The stent was replaced, and the procedure was completed successfully with no clinical consequences to the patient.